Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited interrogation difficulties. The patient had not been checked in five years. Technical services (ts) was contacted, and ts discussed troubleshooting options. The s-ICD system remains in service, but could not be interrogated. No adverse patient effects were reported. Additional information was received indicating the s-ICD was being explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.